Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-33229. Related manufacturer reference number: 3006705815-2020-33231. It was reported that the patient experienced a possible cardiac arrest and went to the ER due to experiencing weakness in the legs and shoulder pain. Following this event, the patient passed away on (B)(6) 2020.